Manufacturer narrative:
H6. Device codes were updated to reflect additional information. H6. Evaluation method codes and evaluation conclusion codes, h7. If remedial act init, type, and h9. Correction/removal reporting #: were all updated to reflect the investigation.

Event description:
It was reported that the sheath crumpled within the deployed stent, requiring additional intervention. A carotid wallstent self-expanding was selected for use along with a filterwire ez in the carotid stenting procedure. The patient was high risk, and the target lesion was significantly stenosed, but did not appear to be very hard or calcified. The filterwire was deployed without resistance. The ease of filterwire deployment with no resistance, aided in the decision not to predilate. The stent was also deployed with no resistance, which remained at the site of the greatest stenosis, forming a kind of hourglass shape. When the physician attempted to remove the stent delivery system, the nose (distal tip) became caught on the upper part of the stent, pulling the stent slightly downward. The physician attempted to push the sheath upwards to reshape the stent, in preparation for balloon dilation. When pushing the sheath upwards, there was a bit of resistance encountered, which the physician thought was normal. Suddenly, the resistance disappeared. Angiography revealed that the markings at both the beginning and end of the sheath still crossed over the stent. The sheath was retracted once again, and it was observed that the catheter of the stent delivery system had detached from the sheath. The physician attempted to catheterize again with another guidewire, attempting to align everything, but was unable to advance through the stent. The physician applied more force to push the guidewire through the stent, but the sheath collapsed. The sheath had become crumpled within the stent and was obstructing any other device from passing through. The physician attempted to use the filterwires retrieval sheath to pull everything down but was unsuccessful. At this time, the physician elected to convert the procedure to an endarterectomy. The physician cut the sheath, removed the filterwire, and removed the stent. Then the remaining sheath was removed from the patient, which had become stuck in the common carotid, and everything was cleared. The patient came through fine, with no deficits or complications.

Event description:
It was reported that the sheath crumpled within the deployed stent, requiring additional intervention. A carotid wallstent self-expanding was selected for use along with a filterwire ez in the carotid stenting procedure. The patient was high risk, and the target lesion was significantly stenosed, but did not appear to be very hard or calcified. The filterwire and stent were advanced and deployed without resistance. When the physician attempted to remove the introducer sheath, the nose became caught on the upper part of the stent, pulling the stent slightly downward. The physician attempted to push the sheath upwards to reshape the stent, in preparation for balloon dilation. When pushing the sheath upwards, there was a bit of resistance encountered, which the physician assumed was normal. Suddenly, the resistance disappeared. Angiography revealed that the markings at both the beginning and end of the sheath still crossed over the stent. The sheath was retracted once again, and it was observed that the catheter had detached from the sheath. The physician attempted to catheterize again with another guidewire, attempting to align everything, but was unable to advance through the stent. The physician applied more force to push the wire through the stent, but the sheath collapsed. The sheath had become crumpled within the stent and was obstructing any other device from passing through. The physician attempted to use the filterwires capture device to pull everything down but was unsuccessful. At this time, the physician elected to convert to an endarterectomy. The physician cut the sheath, removed the filterwire, and removed the stent. Then the remaining sheath was removed from the patient, which had become stuck in the common carotid, and everything was cleared. The patient came through fine, with no deficits or complications.